Event description:
My libre 3 sensor would show I was critically low or low what seem like all the time and my doctor was going to drop the dose of my medication think that was the issue I asked could we try a different sensor and she agreed to that and I went to dexcom which is very accurate just not covered by my insurance, so I am going to have to use a discount card and pay out of pocket. I have since remained on the same dose of medication and I am doing good. There was always like 54 reading with the libre 3 but when I fingerstick myself I was actually in the 70-100 range and the libre 3 would hurt me when I was wearing it and it was applied appropriately.